Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6) 2023, the patient experienced dizziness, fast heart rate, shakiness. The patient took the measurements and the cgm reading was 78 mg/dl and the blood glucose reading was 30 mg/dl. At an unspecified time of the event the cgm was reading 47 mg/dl and although the cgm was reported inaccurate there was no bg value reported. The patient self-treated with glucagon injection. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.